Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched alarm. The alarm was caused by a failed upper link switch. The upper auxiliary assembly (including the link switch) was replaced.

Event description:
It is reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no patient injury.